Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The unique device identifier is unknown because the lot and part number were not provided. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2024-07193. It was reported that the patient had ineffective stimulation and an inoperable rechargeable ipg. Additionally, the patient did not charge their ipg as recommended. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue.